Event description:
It was reported the patient experiences pain near the lead site when stimulation is on. It was also reported the patient is receiving inadequate stimulation. An impedance check revealed a couple of invalid contacts. X-ray results displayed no anomalies. The patient will be referred to a neurosurgeon for further evaluation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.